Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
Customer reported that there was a communication error message. This error may result in a sys lock up, no boot or shut down situation. There is no report of injury or death associated with the event described in this complaint.